Event description:
It was reported that the patient¿s system was explanted last year (2022) sometime due to infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section d6b: date of explant is unknown. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.